Event description:
Customer called to report the pump's luer lock was loose. It was stated that the reservoir door popped open and the insulin was injected into the customer's body. Customer was taken to emergency and kept for an hour until the blood glucose was raised. Device was not dropped, bumped, or exposed to moisture.